Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary it was reported that customer connected cook single-use holmium laser fiber into the laser unit and it could detect by laser machine with no issue. Surgeon inspected the laser fiber clear tip prior commencing the case and no issue was noticed. Then, the fiber was passed down the flexible scope that was positioned in a flexor access sheath. The laser was set to ready mode and the foot pedal was pressed so energy was delivered as intended. After approximately 2 minutes, surgeon noticed that small piece of laser fiber clear tip was broken. Although, surgeon reported no energy lost and aiming bean was visible as intended. Afterward, surgeon decided to open new laser fiber to complete the case. No adverse event and additional procedure reported as a result of the issue and no section of device remained inside the patient. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one cook@ single-use holmium laser fiber for investigation. Total length of laser fiber was measured as 290.4cm which is within the specification. No damage or kink observed along the laser fiber. Clear tip protruded 6mm from the end of fiber which is also with in the specification. Visual examination of laser fiber confirmed the laser fiber clear tip was broken and chipped. Review of device history record for complaint lot indicates there is no non-conformance associated with this lot. Because there are no non-conformances related to laser fiber breakage issue, it was concluded that adequate inspection activities have been established, there is objective evidence that the DHR was fully executed. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿ improper handling. ¿ continuous lasing with the fiber tip in contact with tissue ¿ extended lasing at high power, ¿ lasing with a contaminated or damage proximal ¿ poor lasing beam alignment or focus ¿ do not exceed recommended power limits ¿ discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards. Customer reported that laser fiber clear tip found to be broken about two minutes after starting the case. Visual examination of laser fiber confirmed laser fiber tip breakage but no kink/ damage observed along the laser fiber. Review of laser fiber manufacturing document indicates all laser fiber inspected during manufacturing process to assure no breaks are present and green output from end of fiber creates a well-defined circle which indicates no fiber tip chip/ breakage. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer name and address: (B)(6). Occupation- advanced biomedical technical officer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy, pyeloscopy, and laser procedure, what appeared to be a small fragment of a cook® single-use holmium laser fiber separated from the device. The device was inserted into the laser machine and was detected immediately. The aiming beam was turned on without issue and the fiber tip was examined no issues were noted. The device was inserted through a flexible scope that was positioned in a flexor access sheath. The laser was set to "ready", and the foot pedal was pressed and energy was delivered. After approximately two minutes, a "very small clear shard" that appeared to be a fragment of the side of the device tip was noted on the side of the fiber. The device was removed from the patient and replaced with another 273 micron laser fiber. Following the completion of the procedure, the device was examined, and no damage was visible on the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.